Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. An engineering evaluation found all parts of the design were within visionaire standards. No root cause could be found for the complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include surgical technique or a procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, in a tka procedure, when physician was cutting through the visionaire blocks, it looked like it sat pretty much flush, a little gap anteriorly, but nothing insurmountable. Distal arms fit well. The measured posterior real resections and proximal resections were off. The measured posterior lateral resection was 12mm. For the tibia, they took off 7mm medially and skimmed the lateral plateau. It is unknown how the procedure was completed or if there was any delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.